Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary drainage procedure on (B)(6) 2011. According to the complainant, during the procedure when the user attempted to deploy the stent, resistance was encountered. The inner catheter detached/broke, and as a result, the stent was unable to be deployed. The broken guide catheter remained within the push catheter enabling the delivery system to be removed from the patient in one piece. There were no visible issues with the suture. The procedure was successfully completed with another flexima biliary stent system there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
An examination of the returned device found the guide catheter to be stretched and broken into 3 sections. The combined working length of the guide catheter portions measured approximately 254 cm, specification is 199 cm ± 1 cm. The working length of the returned device not meeting specification is due to stretching from excess force during the attempt to deploy the stent. The distal portion of the guide catheter presented suture strangulation marks indicating the suture most likely wrapped around the guide catheter during the procedure. Additionally the push catheter suture hole was found to be torn most likely from tension on the suture during the attempt to deploy the stent. The stent was without issue. The investigation concluded that the stretched / broken guide catheter assembly was most likely caused by force exerted by the customer during deployment of the stent / retraction of the guide catheter assembly. It is likely that procedural/anatomical factors (patient tortuous anatomy, tight stricture and/or customer maneuvering of the device) contributed to the difficulty in the deployment activity, thus leading to stretching / breakage of the guide catheter assembly. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary drainage procedure on (B)(6) 2011. According to the complainant, during the procedure when the user attempted to deploy the stent, resistance was encountered. The inner catheter detached/broke, and as a result, the stent was unable to be deployed. The broken guide catheter remained within the push catheter enabling the delivery system to be removed from the patient in one piece. There were no visible issues with the suture. The procedure was successfully completed with another flexima biliary stent system there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
The reported issue of guide catheter broken the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.